Manufacturer narrative:
Not applicable.

Event description:
(B)(6). P027 (rash or skin irritation or bruising): a us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red and itchy bumps on the back. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed hydrocortisone for the rash. Follow up indicated that the rash improved.